Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd more medication than intended. On (B)(6) 2013 at 1315, the device was programmed to deliver profenid 250mg and dipyrone 3g in 250ml of normal saline, at a rate of 10ml/hr, with a vtbi (volume to be infused) of 250ml, for a duration of 25 hours, and the delivery was started. On (B)(6) 2013 at 0900, it was reported the nurse noted that he device displayed a vtbi of 84ml; however, there was only 31ml remaining in the medication container. It was reported that the device displayed a door open while pumping alarm. The device was removed from clinical svc. Therapy was completed using a replacement device. There were no reported adverse pt effect. No medical interventions were required. Though requested, no add'l info was provided.